Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Clinical information provided mentioned that the dissection was noted when during the angiography but the reason for the dissection is unknown. Therefore, the root cause of the vascular damage issue was not determined since th product was not returned and insufficient clinical information was provided. D.4 revised catalog number, serial number, lot number, expiration date, and unique identifier (UDI) # as they were previously entered incorrectly on the initial manufacturer device report number 1220648-2025-26430. E.1 added fax number as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26430. H.4 revised device manufacture date as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-26430. H.6 code 1721 was reported incorrectly on the initial manufacturer device report number 1220648-2025-26430. A new code was added.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk pci: section: warnings & cautions: cautions: ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings: section: pre-support evaluation: section: axillary insertion of the impella 5.5 catheter: section: direct aortic insertion: section: use of impella with transcatheter aortic valves: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Event description:
The complainant had placed a impella cp to support a patient admitted in for a high-risk percutaneous coronary intervention. While on support it was reported that the patient became hypotensive and tachycardiac and required vasopressors. The decision was made to escalated to the impella 5.5 pump. Upon cp removal a dissection of the right common femoral artery was noted and interventional cardiology performed intervention using two long balloon inflations. The procedural outcome was the patient survived surgery.